Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. As a result of visual inspection, it was confirmed that the battery cover and a knob on the front panel were damaged. The complaint was confirmed. It is presumed that the main unit was subjected to impact such as being dropped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The battery cover and a knob were replaced. The device passed all functional and delivery tests.

Event description:
It was reported that the exterior was damaged. The event occurred before patient use.

Manufacturer narrative:
B3: date of event and g5: 510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.